Event description:
During follow-up, the left ventricular lead was found to be dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of no capture could not be confirmed. Upon analysis, a complete lead was returned in one piece, with the s-curve measuring within specification. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The event is consistent with the dislodgement of the lead. The cause of the dislodgement is consistent with twiddler¿s syndrome.